Manufacturer narrative:
Correction: g4 PMA/510(k)#.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following overfill from the liberty select cycler during pd therapy. There was an unspecified allegation this adverse event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for fluid overload and edematous lower extremities due to fluid retention attributed to cardiac disease. There was no report of the patient experiencing an increased intraperitoneal volume event or any serious injury resulting. Prior to the hospitalization, the patient experienced incomplete drains during ccpd therapy due to the liberty select cycler shutting down before the patient could drain in his fourth exchange. It was stated, though the incomplete drains were not the sole cause of the patient¿s fluid overload, it may have been a contributing factor; however, the liberty select cycler as a contributing factor to this adverse event could not be confirmed. During this hospitalization, a central vascular catheter was placed in order to transition the patient to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient is recovering from this event while awaiting discharge. It was unknown if incomplete drains caused by a malfunction of the liberty select cycler were a contributing factor in the patient¿s fluid overload; however, it was confirmed the malfunction was not the root cause. The patient is awaiting orders from the patient¿s physician on how he will continue renal replacement therapy upon discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following overfill from the liberty select cycler during pd therapy. There was an unspecified allegation this adverse event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for fluid overload and edematous lower extremities due to fluid retention attributed to cardiac disease. There was no report of the patient experiencing an increased intraperitoneal volume event or any serious injury resulting. Prior to the hospitalization, the patient experienced incomplete drains during ccpd therapy due to the liberty select cycler shutting down before the patient could drain in his fourth exchange. It was stated, though the incomplete drains were not the sole cause of the patient¿s fluid overload, it may have been a contributing factor; however, the liberty select cycler as a contributing factor to this adverse event could not be confirmed. During this hospitalization, a central vascular catheter was placed in order to transition the patient to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient is recovering from this event while awaiting discharge. It was unknown if incomplete drains caused by a malfunction of the liberty select cycler were a contributing factor in the patient¿s fluid overload; however, it was confirmed the malfunction was not the root cause. The patient is awaiting orders from the patient¿s physician on how he will continue renal replacement therapy upon discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of fluid overload. It is well established fluid overload is frequently present in dialysis patients, which is closely associated with cardiovascular complication (1). The patient¿s fluid overload can be directly attributed to existing cardiac disease as reported by a medical professional. Whether the liberty select cycler contributed and/or exacerbated the patient¿s fluid overload cannot be determined as there was no confirmation this adverse event was related to pd therapy. It is well-known fluid overload in pd patients is multifactorial and often inappropriately attributed to ultrafiltration failure during pd therapy (2). Therefore, the liberty select cycler can be excluded as a root cause of this event; however, the liberty select cycler cannot be excluded as a potential contributor to the patient¿s adverse event. Based on the available information, an unspecified allegation exists stating this event was due to the performance of the liberty select cycler; however, there is no objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following overfill from the liberty select cycler during pd therapy. There was an unspecified allegation this adverse event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for fluid overload and edematous lower extremities due to fluid retention attributed to cardiac disease. There was no report of the patient experiencing an increased intraperitoneal volume event or any serious injury resulting. Prior to the hospitalization, the patient experienced incomplete drains during ccpd therapy due to the liberty select cycler shutting down before the patient could drain in his fourth exchange. It was stated, though the incomplete drains were not the sole cause of the patient¿s fluid overload, it may have been a contributing factor; however, the liberty select cycler as a contributing factor to this adverse event could not be confirmed. During this hospitalization, a central vascular catheter was placed in order to transition the patient to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient is recovering from this event while awaiting discharge. It was unknown if incomplete drains caused by a malfunction of the liberty select cycler were a contributing factor in the patient¿s fluid overload; however, it was confirmed the malfunction was not the root cause. The patient is awaiting orders from the patient¿s physician on how he will continue renal replacement therapy upon discharge.